Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was only implanted for five years and had reached end of life (eol) status. The device was explanted, and a competitor device was implanted. Further investigation was requested but no pertinent information received. No additional adverse patient effects were reported.